Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets disconnected during power injection of CT contrast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date, reported as "has been occurring for approximately one year." E1: initial reporter phone no. Additional: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.